Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). With limited device-specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality-related trend identified for the subclass wrap/patch/pad too hot. The manufacturing operations employ quality control procedures, including in-process testing, thermal testing, and visual inspection, to ensure the packaged product's quality.

Event description:
Event verbatim [preferred term]. Pain [pain],. Have a defect where they overheat [device temperature issue], narrative: this is a spontaneous report from a contactable consumer. A patient of unspecified age and gender started to use thermacare heatwrap (thermacare neck, shoulder & wrist) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient had purchased two packs of the thermacare neck pain therapies this month (in (B)(6) 2021). Both boxes seemed to have a defect where they overheat. The patient had been using this product for years and had never had a problem. However the patient had reached the point of pain and needing to remove them immediately on the last two pads in (B)(6) 2021. Each was used on different days on different body parts. Action taken with thermacare heatwrap was unknown. Clinical outcome of the event was unknown. According to product quality complaint group, the root cause category is non-assignable (complaint not confirmed as a quality defect). With limited device-specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality-related trend identified for the subclass wrap/patch/pad too hot. The manufacturing operations employ quality control procedures, including in-process testing, thermal testing, and visual inspection, to ensure the packaged product's quality. No follow-up attempts are needed. No further information is expected.